Event description:
(B)(4). It was reported that post a stenting treatment procedure, patient experienced angina and chest pain. (B)(6) 2011, due to acute coronary syndrome, the patient underwent the index procedure with the deployment of a 3.5 x 24mm ion coronary drug-eluting stent to mid right coronary artery which resulted in 0% residual stenosis with timi 3 flow. Medications administered during the procedure included, thienopyridine and clopidogrel. The patient was discharged the next day on aspirin and clopidogrel. (B)(6) 2012, the patient experienced unstable angina and complaints of chest pain. The cardiac catheterization revealed severe stenosis in the graft of the second marginal artery, total occlusion of the proximal left anterior descending artery, proximal circumflex and proximal right coronary artery. The patient underwent stenting of obtuse marginal artery using a drug eluting stent. The patients status was reported as doing well. The outcome of the event has been determined to have been recovered or resolved.

Manufacturer narrative:
Device is a combination product. Device evaluated by manufacturer: it is indicated that the device will not be returned for evaluation; therefore a failure analysis of the complaint device could not be completed. The manufacturing batch record review confirmed that the device met all material, assembly and performance specifications. The root cause is anticipated procedural complications as this event is a known physiological effect of the procedure and is noted within the dfu. (B)(4).

Event description:
It was further reported that a 4.0 x 24mm promus element stent was implanted for treatment of the obtuse marginal artery in august 2012.

Manufacturer narrative:
(B)(4).